Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6840397. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6972170.

Event description:
It was reported that the effective therapy was never established. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted to address the issue. It is unknown which lead was impacted.